Event description:
The leads, extensions, and anchor were returned with no allegation of malfunction. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3888-56, lot# v617051, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-45, serial#(B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# v617051, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, product type: accessory. (B)(4).